Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that his onetouch verio iq meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 10:30pm he obtained a result of ¿222mg/dl¿ on the subject meter, which he felt was inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and administered an insulin dosed based on the allegedly high reading obtained on the subject meter. The patient reported that on (B)(6) 2017 at 01:50am he developed symptoms of ¿shaky and headache¿ and that at 02:06am he self-treated by eating food, then tested his blood glucose on the subject meter which gave results of ¿554, 446, 314, 152 and 429 mg/dl¿. The patient reported that at 02:29am on (B)(6) 2017 he tested using his wife¿s freestyle meter which gave a result of ¿77mg/dl¿. During the call the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. When the cca walked the patient through a control solution test, the results were in range. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.